Manufacturer narrative:
Additional information and medical records were provided by the facility. According to the information provided on the consultation notes and discharge planning note the patient had baseline medical history of crohn¿s disease, atrial fibrillation, labile blood pressure, lower gi bleed, asthma, copd, history of mitral valve replacement (2007) from mitral valve regurgitation, cardiomyopathy, class iii to IV heart failure, ejection fraction of 30% with severe aortic stenosis. Prior to the tavr procedure the patient was noted to have bilateral lower extremity lymphedema, which appeared to be chronic in nature. The cat scan was reviewed and the patient appeared to have small common iliac arteries bilaterally with mild calcification and with small external iliac arteries. On the day after tavr the patient was brought back to or for an emergent surgery after which the patient was received on the ICU in extremely critical condition and still on cps. On that afternoon after discussing the patient condition with the physician, the family decided for support withdrawal and the patient passed away on the next morning. The cause of death is not available at this time; however, the cath lab manager reported that the patient died from vascular complications (right leg ischemia), renal failure and hypotension. There is insufficient information to determine if a relationship existed between the patient¿s death and the implanted valve. We can speculate about the possibility that the event was associated to the complications experienced by the patient during the tavr procedure (a right iliac artery dissection - please reference manufacturer report # 2015691-2013-21142). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards lifesciences was notified through the thv implant registry that the patient passed away 2 days after the successful implantation of a sapien valve via the transfemoral approach.

Manufacturer narrative:
Investigation of this event is ongoing.